Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the therapy pcb assembly. After replacing the therapy pcb assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the device had a pacing current fault. There was no patient use associated with this reported event.